Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: review of the black box data revealed replace cartridge alarm on (B)(6) 2017 at 11:19 with delivery resuming at 16:13. On (B)(6) 2017 at 17:29, a replace cartridge alarm was recorded and delivery resumed at 19:28. An unexplained loss of prime occurred at 19:37 that same day, followed by unexplained power on reset at 20:04. The pump was powered back on and delivery resumed on (B)(6) 2017 at 08:08. On examination, the cartridge compartment was confirmed to be damaged at the threads. A cartridge cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing without any defects found. The pump was found to be delivering as programmed without malfunction. No errors, alarms or warnings occurred during the investigation. Investigation confirmed the alleged cartridge compartment damage but did not find any functional issue with the pump during the investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >600 mg/dl with moderate urinary ketones. The patient reportedly received insulin via injection as treatment from a non-healthcare provider. The reporter alleged the event was associated with an issue involving a cracked cartridge compartment. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a case/condition issue of a cracked cartridge compartment.